Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that the DHR was reviewed and mrr #(B)(4)was found on p/n 357.366, lot #4525403 for anodize in the m8x1.25-6h thread on all (B)(4) supplier parts. The quality engineer accepted the parts as conforms with the rationale that they are accepted per (B)(4). This nonconformance is not relevant to the complaint condition because the issue is documentation. The (B)(4) inspection sheet for 357.366 dated (B)(4) 2003 was not completed for bead blast cert for components (B)(4). The bead blast cert does however exist in the DHR for these two part numbers and the certs are acceptable. This has no relevance to the complaint condition because the issue is documentation. Ncr #(B)(4) was generated at monument for form incorrect - vet submersion was marked, should be human submersion marked. The form (B)(4) was reworked to be correct. This nonconformance is not relevant to the complaint condition because the issue is documentation. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Since the lot number has been corrected, a new request has been made for review of the device history records.unknown, pending updated device history record review.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: after receiving an updated lot number, a new device history records (DHR) review as completed: the review of the DHR for showed material review record (mrr) written for (v) no helicoil present on (B)(4) out of (B)(4) parts and (v) nicks visible on (B)(4) out of (B)(4) parts. (B)(4) nonconforming parts were scrapped. The final accepted quantity was (B)(4) parts as a total of (B)(4) parts were scrapped. The nonconformities are unrelated to the complaint condition as the nonconforming parts were identified, reworked and accepted. A review of the DHR indicates there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. A product development evaluation was completed: the returned aiming arm shows visible signs of use and wear; the release mechanism requires minimal force to release. Per the technique guide, the 130° aiming arm and buttress/compression nut are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A complaint was reported against two parts, one 130° aiming arm (part 357.366, lot 4781337, manufactured may 2003), and one buttress/compression nut (part 357.371, lot 4537310, manufactured september 2004). Upon receipt of these devices it was seen that both devices have visible signs of wear, which has resulted in a minor loss of material at the nut/aiming arm interface on both parts. When the two devices were mated together, they easily detached without utilizing the release mechanism on the aiming arm. This complaint is confirmed. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint is confirmed given that the returned devices do not connect securely. Given the age of these devices and the wear marks they contain, this complaint is likely a result of regular use over time. The designs of these devices were found to be adequate for their intended uses and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a hip fracture procedure that the buttress/compression nut and 130 deg aiming arm f/trochanteric fixation nails kept detaching intraoperative. Delay in surgery 5-10 minutes. The same parts were used to complete the surgery. The procedure was completed successfully with no patient harm. This is report 2 of 2 for (B)(4).